Event description:
It was reported that the device had been programmed to high outputs, and had reached elective replacement indicator (eri). However, the physician felt that even with the programmed high outputs, the device reached eri earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the device was returned and analyzed. The battery depletion was found to be normal and met 80% of expected longevity.